Event description:
It was reported that during a da vinci prostatectomy procedure the surgeon believed the monopolar curved scissors instrument tips may be blunt. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was placed on a system for a latex cut test. The scissors cut cleanly through .006 of latex. The blades were not damaged but did exhibit some wear at the instrument tips. Additional damage found were deep scratchs and pad printing was removal. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. The tube extension also exhibited pad printing removal at the midpoint. Electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal and or pad printing removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.